Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with one cartridge during the load process. Reportedly, the customer's blood glucose level was 267 mg/dl. Customer indicated that a correction bolus would be administered. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.